Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn't determined. The high impedances weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that after meeting with the patient to recover the ins from overdischarge, he performed an impedance test and found all combinations over 10,000 ohms and indicated that the patient would have a lead revision in the future. The rep noted that the patient wanted to have an MRI and was unable to put it in MRI mode since she had not maintained her ins since (B)(6) 2019. No further complications were reported.